Event description:
A report was received that a patient had an infection at the pocket site and was treated with IV and oral antibiotics. The patient's symptoms included redness, swelling, and oozing pus. The decision was made to explant the patient's precision system. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.